Event description:
It was reported that the patient experienced increased pain to the lower back and presented to the emergency room. The health care provider planned to rule out a catheter issue. Drug delivered via the device was baclofen. Follow-up information was requested but was not available at the time of this report.

Manufacturer narrative:
Catheter model: 8709, serial# (B)(4), implanted: (B)(6) 2005, explanted: unk. (B)(4).

Manufacturer narrative:
(B)(4).